Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an insulation resistance test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the pulse wires were pulled from the shrink tubing and were touching the electrode belt distribution node pca board, which caused the test failure. The root cause for the exposed pulse wires could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.